Manufacturer narrative:
One device was received for evaluation. The device had not been in for service in the past 12 months. The reported issue was confirmed through visual testing. The downstream occlusion (dso) seal was replaced as a preventative measure.

Event description:
It was reported that the downstream occlusion (dso)v-sensor seal defective. There was unknown patient involvement.